Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The returned infusion manifold was visually inspected. The infusion manifold was returned broken in two pieces as the housing of the auto stopcock assembly was observed to be separated at the weld line. The root cause of the customer's complaint is related to an error during the welding process of the auto infusion valve which resulted in the customer's experience. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that water leakage occurred following the detachment of the infusion tube during a left eye vitrectomy procedure. The procedure was completed without harm to the patient. A product sample was requested for evaluation.